Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported ECG leads off alarm did not create an audible alarm on piic ix computer. The device was in clinical use at the time of the reported event. A patient death was reported.

Manufacturer narrative:
The customer reported the ECG electrodes - cab,4 ld,MRI ECG,3160 indicating that electrocardiogram (ECG) leads off alarm did not create an audible alarm on the piic ix computer. The patient expired. There were multiple devices involved in this case, the initial complaint (B)(4) addresses the patient information center ix. This complaint was split to address multiple devices involved: complaint (B)(4) addresses the intellivue mx450 patient monitor, and complaint (B)(4) addresses the intellivue x3. The following functional tests were performed: device logs from the pic ix were obtained and investigated as part of initial complaint (B)(4). The rse and customer (biomed) evaluated the sound to make sure it was working properly, both confirmed and verified sound is working. Results of functional testing indicate the audit log showed that the audible alarm was created. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. A clinical harm review was performed and determined the following: the reported event of death was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Rationale: per information received from the customer, there was no malfunction of the devices as alarms were generated and speakers were functional. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer site.

Event description:
The customer reported ECG leads off alarm did not create an audible alarm on piic ix computer. The device was in clinical use at the time of the reported event. A patient death was reported. A functional test was performed and the customer biomed along with a philips remote support engineer (rse) confirmed the device produced sound. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer site.

Manufacturer narrative:
The report was incorrectly documented as the product was unknown. There is no evidence or allegation in the case referring to a failure of any lead sets and no association to this death. This is not a reportable event with philips.